Manufacturer narrative:
Further evaluation of the device found the light cover lens adhesive was pitted, and the optical cover lens adhesive was pitted. The distal end adhesive was pitted. The charge coupled device (ccd) wire length was too short. The up angle was out of specification. The down angle was out of specification. There was play in the up/down angle. There was play in the left/right angle. The water flow and water removal were out of specification. The electrical safety test was out of specification. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, the subject device ¿failed on blue and yellow in aer¿. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found black rubber like material (foreign material) in the mouth of the air/water nozzle. This report is being submitted for the malfunction found by service during the device evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with a black rubber-like foreign matter. It was concluded that the foreign material was not from olympus but the foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.